Event description:
According to the reporter, intra-operatively, the third (3rd) tack fired penetrated the mesh and tissue but would not release from the tacker device. In order to resolve the issue, a grasper was placed against the mesh to remove the tack. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted instrument had disrupted timing. One 5dpt reload and two 8dpt reloads were also received fully fired. Microscopic inspection noted scratches on the inner tubes of all three reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.